Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID:97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that she had not felt stimulation since last week and she had not been able to charge her implant. The patient reported that she had a fall the day before the report. The patient was unable to describe what she was seeing on the programmer or recharger screens. Additional information from the manufacturer representative reported that the patient has been trained on several occasions on how to use the external equipment, but the instruction did not seem to stick with the patient. The patient was usually heavily medicated when they were seen for instruction. The representative reported that the programmer and recharger seemed to work fine and the patient was having difficulty using the external devices. Further information received from the patient stated that she was not feeling any stimulation sensation. The troubleshooting with patient about how to use the programmer was done and the patient described seeing a smiley face and a star on the screen. It was reviewed that there were no screens with those icons and the patient should troubleshoot in person with their healthcare provider. Later, the manufacturer's representative reported that impedance measurements were taken and contacts 0, 1, 8, and 9 were greater than 40000 ohms. The patient was not feeling stimulation. They reprogrammed the implantable neurostimulator (ins) and the patient started to feel stimulation again. The patient would try therapy with new programming. The indication for use was non-malignant pain.